Event description:
During investigation, the handle knob on the stapler broke off while the surgeon was tightening it. Another handle was retrieved and staff tried to use the gia load from the first handle, but it failed. Another reload was opened and the procedure continued without problems. According to staff there was no pt harm.